Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had its service led illuminated. During device evaluation, physio-control observed that the device had logged an event code into its memory and would not charge defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device and removed the therapy pcb assembly. Physio-control evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c95 on the therapy pcb assembly being shorted. This capacitor, designator c95 being shorted, caused no energy delivery to be possible and an event code to be logged into the device's memory. A replacement device was provided to the customer under warranty.